Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a antibacterial absorbable envelope (tyrx) pouch was also used during repositioning of the dislodged lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operative. The ra lead was revised and remains in use. No patient com plications have been reported as a result of this event.